Event description:
It was reported that the burr would not secure the motor of a hand piece device. It was unknown to the reporter if the planned surgical procedure was completed without delay. It was unknown if there was patient harm, adverse outcome or injury was alleged. It was unknown if a spare device was available for use. All available information has been disclosed. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and evaluated. Reliability engineering evaluated the device and the findings revealed that this event was due to usage wear over time. The drill would not secure the motor, therefore, the reported condition was confirmed. The complaint was duplicated during the evaluation. If additional information should become available, a supplemental report will be sent accordingly. (B)(4).